Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 40mg/dl.  Customer treated with juice.  Customer declined to troubleshoot and indicated that they had not eaten food that day which led to their high reading.  No further details given.